Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found kinks in the and tears in the forceps passage, a loose right/left angulation control knob, a scratched plastic distal end cover, a cracked objective lens, a chipped edge on the light guide lens, cracked glue on the bending section cover, a scratched insertion tube and light guide tube, and all angulations were out of specification. The investigation is ongoing and follow up with the user facility is currently being performed. Additional details relating to the patient and the event have been requested, but no response has been received at this time. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported, the colonovideoscope had a foreign object that couldn't be found when the brush came out. The issue occurred during an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over six (6) years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that unspecified foreign material in the biopsy channel the occurred due to confirmed physical damage at the biopsy channel. Three attempts were made to obtain additional information regarding the reported event, but no response was received from the customer. The event can be detected and prevented by following the instructions for use which state: detection methods are written in IFU: gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. Prevention measures are written in IFU: gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.